Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system (71017u188) referenced is filed under a separate medwatch report number.

Event description:
This is filed for the difficulty positioning the second clip delivery system (cds). It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The steerable guide catheter (sgc) slipped from the left to the right atrium, but the cds remained in the left atrium. The sgc was re-advanced to the left atrium and the procedure continued with this sgc. The physician had difficulty steering the cds to the mitral valve and was very medial. There was tension on the cds and the shaft was significantly curved. The curve was noted during use of the medio-lateral knob on the cds. Most of the curve was able to be straightened, but a small curve remained. The cds was removed and replaced, however the second cds also had problems maneuvering. Mr was reduced to grade 3 with three mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The clip delivery system functioned as intended and the clip was successfully implanted. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that only the first clip delivery system (cds) lot 71017u188 had trouble maneuvering to the valve. The first cds was curved more than 90 degrees during use. The first cds was removed and replaced with the second cds (lot 71017u216) which functioned normally and was successfully implanted in the patient with a dilated left atrium and ventricle. There were no reported device issues with cds lot 71017u216. There was no additional information provided.